Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
It was reported that the device got stuck on the wire. The physician removed the device with the wire. They put in a new wire and a new jetstream 2.1 catheter (another of the same type of jetstream). The wire that was used was a thruway wire. This happened during the procedure. There were no complications. The patient was fine.